Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the sleep/wake button was intermittently unresponsive, after which it resumed functioning, and the user completed sensor re-pairing and a site change with guidance. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or daily activities, and no alerts or alarms were noted. Investigation included remote troubleshooting and user education focused on factors that could affect sleep/wake responsiveness and recommended alternative finger placement. Investigation of this case revealed normal device operation following re-pairing and site change, with user factors such as dry skin or calluses potentially contributing to the reported button responsiveness. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors with no device malfunction confirmed.